Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal pd4 twin bag therapy for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. On an unreported date, the patient was hospitalized for peritonitis. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. The cause of the peritonitis was unknown. On an unreported date, the patient recovered from the peritonitis and was discharged. Action taken with dianeal was unknown. Per the physician, the event of peritonitis was possibly related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.